Manufacturer narrative:
All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device system detected an increased right ventricular (rv) pacing impedance measurement greater than 2,000 ohms. Additional information from the local area sales representative reported that the patient implanted with this device system was checked in the office. Rv impedance measurements were approximately 1,800 ohms with an increased threshold measurement. The device output was reprogrammed to maintain capture and daily measurements were programmed off. The physician was to check the patient again in one month. To date, no adverse patient effects were reported during this clinical observation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information was received that six years later, this device was explanted as the patient was upgraded to a cardiac resynchronization therapy defibrillator (crt-d) system. No adverse patient effects were reported.